Manufacturer narrative:
Inspected 1 random opened or used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 126 mg/dl at the time of the incident. The insulin delivery was suspended due to the difference between the sensor glucose and the blood glucose. The customer stated that the sensor value that triggered the suspend on low or suspend before low event was 69 mg/dl. The suspend on low limit in sensor settings was 70 mg/dl. The customer reported the difference occurred with the current sensor. It was reported that the insulin had suspend on low but the customer did not experience high or low cause their blood glucose was stable. The sensor will be returned for analysis.